Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Flex drill bit bent while drilling (30mm).

Manufacturer narrative:
The instrument associated with this report was not provided for examination. The product and lot code was not provided. Per the reporting the item was discarded before additional information could be retrieved. The investigation is unable to draw any conclusions with the information available. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.